Event description:
It was reported that the lead's helix never appeared to be fully retracted. The physician attempted to implant the lead but could not get through an 8 french sheath. The lead was not used and a new lead was implanted. The physician used the new lead with the same sheath and was able to successfully insert the new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that the proximal conductor was distorted, the inner insulation was kinked/buckled, the outer insulation had a cosmetic cut, there was blood in/on the helix/lobe mechanism and the lead appeared to have been damaged at implant.